Manufacturer narrative:
The device was received for evaluation with only the silicone tubing to patient adapter. The tubing was returned without the main body indicating the tubing was separated from the main body. Visual inspection noted a black discoloration to the end of the tubing which possibly contributed to the separation. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the two components is a friction fit and not a solvent bond. A strong tug on the tubing or the patient adapter / bushing could cause a separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6) h10: a device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body of the twist clamp and the silicone tubing of the minicap extended life pd transfer set. This occurred after treatment of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.